Event description:
Customer alleged the seat of the commode has cracked. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9650-4, serial number/date code, and age of product are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat of the commode has cracked. No injury alleged.